Event description:
Vicryl - severe reaction to vicryl suture 3-0 & 4-0. Suspect contamination or poor coating by MFR - ethicon. Wounds on both feet dehisced down to tendons implantation of bilat foot (1st mtp) hemi caps on (B)(6) 2011 at (B)(6) - subsequent both incisions became reddened / inflamed swollen and ultimately both wounds broke completely open down to tendons. Resulting in two surgeries, (B)(6) med ctr (B)(6) 2011 with debridement - reclosure of wounds and antibiotics for 6 weeks as well as pain and code 057 & 058 sub-cut disability. Placement of arthrosurface metallic hemi-cap implants in r & l 1st metatarsal phalangeal joints. Diagnosis or reason for use: arthritis feet r & l.